Event description:
It was reported that one folfusor elastomeric device leaked during infusion of a chemotherapy solution. The leak occurred during patient use, and was noticed at the level of the luer lock connector. The folfusor was filled in with 5fu (fluorouracil) diluted with nacl (not baxter products). The patient did not receive the entire treatment and the solution was in contact with the patient¿s skin. There was no report of adverse event or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured february 18, 2014 ¿ february 20, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the tubing was observed to have separated from the distal luer. The reported problem was verified. The cause of the problem was due to no solvent present on the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have been born in (B)(6). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.